Event description:
It was reported by service report that the head left and right siderail inner panels were cracked. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: cracked siderail panels.